Manufacturer narrative:
Unknown nexgen lcck femoral size c; unknown nexgen stem extension straight 11x145, unknown nexgen lps articular surface size 14.

Event description:
It is reported that the patient is being revised due to malpositioning of the tibial component.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It is now reported that the patient has been revised.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Device history records could not be reviewed as the part and lot number is unknown. Additional information from the surgeon and the x-ray evaluation states that the knee function is compromised due to varus and ¿valgus thrust¿ when walking. Tibial component is malpositioned in the frontal-plane creating varus. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Compatibility and product history search could not be performed as part and lot number is unknown. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.